Event description:
It was reported that the customer passed away. The cause of death was not known at the time of the report. Prior to death, the customer experienced a blood glucose reading of 45 mg/dl. The customer treated the low reading and went to sleep. In the morning the customer's girlfriend found him dead. The customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.